Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 codes: health effect - clinical code - e2331 pallor.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024 . The patient's spouse reported that the patient experienced inaccurate cgm values 4 days after the sensor was inserted in the arm. On (B)(6) 2024 , the cgm was reading 154 mg/dl and the blood glucose was not checked. The patient took mealtime insulin. An unspecified time later, the patient had malaise, dry mouth, pallor, and chills. The spouse transported him to the emergency department (ER). There, the bg was 66 mg/dl while the cgm was 124 mg/dl. The patient was given 3 dextrose and discharged after less than 24 hours. The patient was much better and feeling normal at the time of the report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator prior to mealtime. The reported glucose values fall within the c zone of the parkes error grid in the ER. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.